Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-04262. It was reported the physician did not anchor the patient's leads nor make loops for the drg implant which caused lead migration. Surgical intervention was undertaken on (B)(6) 2023 during which the existing leads were explanted and replaced to address the issue.